Event description:
This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant), burnout syndrome ("burn out"), fatigue ("permanent fatigue"), visual impairment ("reduced vision"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("elbow and right shoulder tendonitis") and hypoaesthesia ("numbness all the way to the fingertips"). At the time of the report, the genital haemorrhage, burnout syndrome, fatigue, visual impairment, musculoskeletal pain, tendonitis and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for burnout syndrome, fatigue, genital haemorrhage, hypoaesthesia, musculoskeletal pain, tendonitis and visual impairment with essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of genital haemorrhage ('haemorrhages') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2013, the patient had essure inserted. On (B)(6) 2019, the patient experienced genital haemorrhage (seriousness criterion medically significant), burnout syndrome ("burn out"), fatigue ("permanent fatigue"), visual impairment ("reduced vision"), musculoskeletal pain ("joint and muscle pain"), tendonitis ("elbow and right shoulder tendonitis") and hypoaesthesia ("numbness all the way to the fingertips"). At the time of the report, the genital haemorrhage, burnout syndrome, fatigue, visual impairment, musculoskeletal pain, tendonitis and hypoaesthesia outcome was unknown. The reporter provided no causality assessment for burnout syndrome, fatigue, genital haemorrhage, hypoaesthesia, musculoskeletal pain, tendonitis, and visual impairment with essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.